Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was 435 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.